Event description:
It was reported that the external pulse generator was cracked inside its pacing port. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, both output connectors were broken. It was also noted that the hanger assembly was contaminated, the display wires were pinched, the keyboard was raised off of the upper case bottom middle, and the ring screw was contaminated. (B)(4).